Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reservoir was removed and the outside of the reservoir was wet. The caller stated that leaks occurred while using the insulin pump. The blood glucose was 230mg/dl. No further information was provided.